Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred during the load process. Subsequently a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 155 mg/dl.